Event description:
On (B)(4) 2013 the user in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings with the control solution. The patient obtained a control solution result of 146 mg/dl on the reported meter which was out of range high. As the issue was not resolved with troubleshooting this complaint is being reported. There was no report of any patient injury associated with this issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.